Event description:
It was reported that the trial cup and trial head were fixed each other during trialing in the medical procedure. So, the surgeon implanted the cup and head without performing test reduction.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fixed trial cup and trial head involving a partnership trial head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not provided for evaluation. Medical records received and evaluation: not performed as medical records were not provided for evaluation. Device history review: could not be not performed as the lot code was not provided. Complaint history review: could not be not performed as the lot code was not provided. Conclusions: no further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the trial cup and trial head were fixed each other during trialing in the medical procedure. So, the surgeon implanted the cup and head without performing test reduction.